Event description:
The wife of a home patient (hp) contacted baxter about another issue and reported that the hp had an unrelated event of peritonitis. The hp got peritonitis on (B)(6)2010 and consequently had the transfer set replaced on (B)(6)2010. The hp at the time was still on antibiotics. The hp went in to the clinic the week prior and had clear fluid. The hp has been doing fine and continuing therapy on the cycler as usual.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown, and patient discarded supplies after each therapy, the sample was not requested.